Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remained in service and replacement was recommended. Eventually, this device was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.